Event description:
It was reported that balloon rupture occurred. A 2.0mmx220mmx150cm sterling balloon was selected for use. During the withdrawal, the balloon ruptured after deflation. The balloon was removed successfully from the patient's body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The inner shaft was separated 9cm from the exit notch. The outer shaft was separated 11.3cm from the exit notch, at the proximal end of the balloon. The inner shaft was buckled for 9mm starting at the distal marker band. An unknown guidewire was stuck in the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed a separation, but not the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. A 2.0mmx220mmx150cm sterling balloon was selected for use. During the withdrawal, the balloon ruptured after deflation. The balloon was removed successfully from the patient's body. There were no patient complications reported.